Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm; model #: sc-4316, lot #: 14309346, description: clik anchor.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to patient's preference. The patient does not like the feeling of the stimulation although the device was providing coverage to the pain areas. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure. No other information is available at this time.

Event description:
A report was received that the patient will undergo an explant procedure. No other information is available at this time.